Event description:
It was reported that a user experienced recurrent post-breakfast hypoglycemia when using the ilet system, with the device reportedly delivering more insulin than needed and glucose dropping one to two hours after the morning meal; review of recent data showed lows or near-lows on multiple days and an increase in breakfast meal announcements despite the meal being small. Investigation included additional training suggestion. Investigation of this case revealed no device malfunction identified and user training was recommended to address meal announcement practices and cgm target questions. Symptoms included sweating associated with low blood glucose. Outcomes included user contact for assistance. It was concluded that the event involved hypoglycemia with an unclear cause, and additional training was advised to optimize use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.